Manufacturer narrative:
Occupation lay/patient. The reporter's test strips were provided for investigation where they were tested using a retention meter and lin 3 controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.3 inr, qc 2: 5.5 inr, qc 3: 5.3 inr. The obtained results were in the allowed range. All measurements were without error messages. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4). The initial result at 10:00 am 1.9 inr and the repeat result at 10:10 am on the same meter was 3.0 inr during troubleshooting, it was noted that the time set on the meter was off by 1hour. The patient's therapeutic range was 2.0-3.0 inr. The patient's testing frequency is every 2 weeks.